Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician via company sales representative to our local affiliate (B)(4). This case involves a patient who received poly-l-lactic acid (sculptra) therapy, dosage, therapy date, indication nos. Relevant medical history and concomitant medication was not reported. The patient who was treated with poly-l-lactic acid (sculptra) developed an inflammatory reaction (edema, redness and hot) 48 hours after poly-l-lactic acid administration and disappeared gradually one week later. The outcome is complete recovery. Reporter's causality: not specified. This case has the same reporter (B)(6). Addendum for follow-up information received on 09-jun-08: a ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Additional information received on 10-jun-08: the batch number was a6014 with an expiration of jun-08.